Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for other chronic/intract pain (trunk/limbs) and spinal pain. It was reported that around (B)(6) 2019, the patient's programmer displayed a doctor image and an informational power on reset (por) message, so the patient was unable to get the programmer to work. The patient's therapy stopped due to the por. It was unknown what the patient was doing at the time the por displayed. No reports were made to indicate the patient had fallen or experienced trauma. Also, the patient didn't have any recent medical tests or exposure to electromagnetic interference (emi), except for an implant of a pacemaker about 6 months prior. They did not know if the por was associated with the pacemaker. During the call, it was reviewed how to clear the por from the programmer, which resolved the por and the patient was getting adequate therapy again. They were redirected to see a doctor if the issue recurs. No further complications were reported or anticipated.